Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 8 years ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that this patient originally had an aorto-bi-femoral graft placed 2 years prior to the aneurx implant for an unknown reason. The patient developed an aneurysm proximal to the graft, which the physician elected to intervene with the aneurx bifurcated stent graft. An angiogram on an unknown date demonstrated that the bifurcated stent graft (MFR report # 2953200-2011-01458) had fractures on the main body on both sides of the flow divider, which resulted in a junctional type iii separation endoleak (MFR report # 2953200-2011-01459) and aneurysm expansion to approximately 8 cm. The stent fractures were attributed to angulation and remodeling of the aneurysm and to normal wear and tear. Approximately 7 months ago, an angiogram showed that there was a type ii endoleak coming from a patent ima. Approximately 1 month ago, the patient returned for a follow-up, and an unknown endoleak was found. The physician elected to intervene by implanting a 30 mm diameter talent converter (MFR report # 2953200-2011-01460) on the left side and an 18 mm diameter talent occluder on the right side; however, there was a proximal type I endoleak. Although, the physician elected to intervene by implanting a stent from another manufacturer, the type I endoleak was still present. The physician then used the push rod of the occluder to push the occluder all the way up the bifurcation to where the endoleak was coming from and then place one additional talent occluder. The endoleak diminished but did not completely resolve. No further intervention was performed. One day post-implantation, the patient had atrial fibrillation with rapid ventricular response, which was treated with medication successfully. As per the investigator, the atrial fibrillation with rapid ventricular response was assessed to be unrelated to the device but possibly related to the procedure. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Eval: results - (endoleak), (type ii endoleak; angulation and aneurysm remodeling). Conclusion: (type ii endoleak; angulation and aneurysm remodeling).